Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead repeatedly dislodged after screwed in when the stylet was removed from the lead. Multiple repositioning attempts were made but the ra lead positioning was unstable. The physician elected to abandon the ra lead implant and proceed with single chamber pacemaker. The patient was in stable condition.